Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The returned transmitter and charging cradle were investigated. Investigation found that transmitter battery was defective, and no issue was found on the charging cradle. The issue was further investigated and addressed through a corrective and preventative action (CAPA). The user was given a new transmitter to continue using the system.

Event description:
Senseonics was made aware of an incident where the patient reported that the transmitter exploded while being charged in the charging cradle. The charging cradle was okay but the transmitter was damaged.